Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr advised the hp to start over again using new supplies. During a follow up with the hp's wife regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. Per wife, she did not notice any loose connections, disconnections or defects on the supplies. The wife also confirmed that she notified the nurse of this incident. Per wife, hp did not have any injury or harm as a result of this incident. Per wife, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed as the lot number was unknown. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).